Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they are hearing an alarm, like an ambulance, and it is going off every four hours. Information received on the remote transmission was reviewed by qualified personnel. It was revealed that a lead integrity alert (lia) had been triggered due to sensing integrity counter (sic) and rv lead impedance variation for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there is a lead performance issue with their lead. The patient noted that they are also hearing beeping. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.